Event description:
Attorney alleges plaintiff has developed physical symptoms that are not severe. Attorney defines physical symptoms as breast pain, hardness, breast lumps, loss of sensation in breast and nipple, burning, nipple discharge and pain in arm and neck.